Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Did the device staple? Yes, but the deployed staples were unformed or loosely b-formed. Were there any staples missing from the staple line? No information. What was the shape of the staples (b-formation, irregular, legs straight)? Loosely b-formed. Did the device cut? No. Was the cut line fully circumferential around the target tissue? No. If the device fully cut, were all tissue layers present in both donuts when inspected? Na. After firing was the adjusting knob turned ½ to ¾ revolutions? No information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No information. Who fired the device? The doctor did. Who removed the device? The doctor did. Was the safety reset prior to removal? No information. What was the users experience with the device? He was familiar with the device. Did the patients post-op care change as a result of the extended or time? Yes, about 70 minutes of the extended or time. What is the patients current status? No information.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # m52v2z. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an open anterior resection, there was a difficulty in removing the device after firing. There was no sound that would be heard when the washer would be cut. The device was fired between the colon and the rectum. Hand suture was performed to complete the case. The surgical time was delayed about 70 minutes. There were no adverse consequences to the patient.